Event description:
The following information was reported: the balloon lost pressure after the sealant was shuttled down. As the sheath was being married back to the black handle, the whole system came out of the artery. Manual pressure was applied for 20 minutes. Procedure type: diagnostic left heart cath. Vessel location: right femoral artery vessel size: 7 mm stick location: common femoral sheath size: 6f vessel type: artery.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (f1503510) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Manufacturer narrative:
Device return. Visual inspection of the device showed that the shuttle cartridge was disengaged from the black handle and the introducer sheath was abutted to the shuttle cartridge handle. The returned device had a balloon with a severely inverted tip. The inverted balloon indicates a significant tension was applied during pull back. The device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The inversion was recovered, and the balloon was verified in a go/no go gauge to be within the 5.75-6.15mm specification. (Inverted tip balloon was inflated and failed the test as it pulled through the 5.7mm hole). Based on the information provided, the condition of the returned device, and the investigation performed, the probable cause of the device pull through was excessive tension applied to the device. Over tensioning the device when pulling back the sheath may cause the balloon to pull through the arteriotomy. The review of the lhr (f1503510) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).